Manufacturer narrative:
E and f codes corrected our quality engineer inspected the sample submitted for evaluation. Your report of a damaged device was confirmed; however, the root cause could not be determined. One 20g insyte autoguard unit from lot #5316968 was provided for investigation. The needle was received protruding through the catheter tubing. This type of damage may occur at different stages throughout the manufacturing process or during clinical application. As the damage was verified outside its packaging, it could not be determined if the damage occurred during the tip adhesion break or during manufacturing. A functional test of the safety mechanism revealed that the needle fully retracted. No other damage or defects were identified on the returned samples. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle did not retract. Complaint: the needle from the IV catheter would not deploy. Patient/hcp impact: not given.